Event description:
The customer reported that she received a change sensor alert. Blood glucose level at the time of the incident was 60 mg/dl, which the customer treated with food. Blood glucose level by the time of the call was 247 mg/dl. During troubleshooting, the insulin pump failed the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.